Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint regarding a damaged conductor wire was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a damaged conductor wire. The coating of the wire had peeled off and was loose. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage to the instrument was confirmed after cleaning; however, it remained unclear whether the damage existed prior to cleaning. The instrument was not specifically inspected for damage prior to reprocessing, and information regarding post-procedure inspection for abnormalities was unknown. No signs of thermal damage were observed at the site of the insulation damage, and there was no evidence of a fragment falling inside the patient¿s anatomy as a result of the damage.